Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
(B)(6) 2010: the patient presented with pre-operative diagnosis of right l4-l5 stenosis and disc degeneration. The patient underwent right l4-l5 laminectomy, posterior fusion, posterior interbody fusion with cage, posterior instrumentation with allograft and autograft right transfacet decompression. Procedure findings: severe stenosis with epidural fibrosis at l5 nerve root. Advanced disc collapse l4-l5. Per-op notes l4 facectomy and laminectomy was done, epidural fibrosis, removal plus l5 nerve root canal dural sac decompressed. Lumbar direct vision transfacet decompression to l4-l5 disc laminectomy was done, complete discectomy was done in rasps and currettes, interbody spacer 12 mm peek cage was packed with autograft, allograft and bmp for tlif. No patient complications were reported.